Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that when she inserted the infusion set, it did not deliver insulin as the part that goes into the body was broken. Her blood glucose level kept rising and even boluses could not correct it. It was reported that there was leakage as the tubing came apart at the site. There was no stress or pull on the tubing and the pump was not dropped with the set in place. No further information available.